Event description:
The patient reports their pump was explanted due to infection. No symptoms or causative agent was reported. The device has not been returned to the manufacturer for analysis. Additional information has been requested and a follow up report will be submitted when the information is received.